Manufacturer narrative:
The insulin pump was programmed and monitored for 4 hours and there were no unexpected check settings alarms or unexpected reset alarms. The device passed the self-test, excessive no delivery alarm test, displacement test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and check settings alarm on the insulin pump. Customer's blood glucose level was 414 mg/dl. Troubleshooting for the check setting alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for high blood glucose levels.